Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot. Upon troubleshooting, the fse found that the host pc was not powering on. The engineer identified an issue with the ram (random access memory); it was not booting. To resolve the problem, the engineer reset the ram and hard disk connections, then restarted the machine 2-3 times for testing. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.